Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed.the reported problem (gong alarms / belt connection) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire migrated within the ECG electrode and shorted the green belt dischg wire. The root cause for the migrated wire has not yet been determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.